Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a liver cancer resection procedure, the surgeon was able to press the green button but could not squeeze the handle. The reload could not be fired. To resolve the issue, only the reload was replaced. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the reload could not be fired. To resolve the issue, another device was used.